Manufacturer narrative:
(B)(4). The device has not been received for analysis. Should the device become available for analysis and there is any further relevant information, a supplemental MDR will be filed.

Event description:
This report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2018-01839 pertains to the first resolution 360 clip device and manufacturer report # 3005099803-2018-01840 pertains to the second resolution 360 clip device. It was reported to boston scientific corporation that two resolution 360 clip devices were used during a colonoscopy procedure performed on (B)(6) 2018. According to the complainant, during the procedure, two clips were attempted to be deployed; however, the clips would not deploy. It was also noted that one of the clips would not open. The procedure was completed with another resolution 360 clip device. There were no patient complications reported as a result of the event. The patient's condition at the conclusion of the procedure was reported to be fine.